Event description:
It was reported that the patient presented for generator explant procedure. During the procedure, it was noted that the set screw of the pacemaker was stripped which resulted in the right ventricular lead failed to be removed from the pacemaker header. It was also noted that the set screw and the lead were damaged. The pacemaker was explanted and the lead was capped on (B)(6) 2025. The patient was recovering and stable post procedure.

Manufacturer narrative:
The reported even was ¿the lead was unable to be disconnected from the pacemaker header¿ was not confirmed. As received, a partial lead was returned for analysis. The dimensional analysis and connector pin insertion tests could not be performed due to as received damaged lead. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.